Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that when they opened the vasoview hemopro 2 box, the wire was already separated and they did not use it.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 12/22/2025. An investigation was conducted on 12/22/2025. A visual inspection was conducted. The harvesting device was returned inside the opened product plastic carrier. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be peeled back from the hot jaw, exposing the hot metal jaw tip. The clear silicone insulation on the cold jaw was observed to be intact. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed, as well as the analyzed failure "peeled; delaminated; jaw" was observed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000514438 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) updated fields: b4, b5, d10, g3, g6, h2, h11. Corrected field: h3.

Event description:
The hospital reported that when they opened the vasoview hemopro 2 box, the wire was already separated and they did not use it. The issue was noticed before the procedure and the patient was in or. There was a slight procedural delay. There was no harm due to the issue.